Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during an unknown procedure, the black rubber material covering the shaft of the electrode came off. The use of the product on patients was stopped when damage was observed. No broken pieces left in the patient body. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation.  Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u2007038] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on( B)(6) 2021, it was observed that the black rubber material covering the shaft on the vapr tripolar90 suction electrode device came off. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and the first use when the issue occurred.